Event description:
Teflon coating came off while holding tissue/melted. Teflon did not separate from the device completely. It was removed with teflon partially attached. None left in patient. Manufacturer notified to pick up next week.